Event description:
Additional information has been received indicating the patient has had treatment with non-steroidal and anti-inflammatory eyedrops. The patient will continue with follow up appointments.

Manufacturer narrative:
Additional information has been provided in b.5. The customer called the company representative to assist with troubleshooting. The customer worked with the customer service representative to resolve the issue remotely. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events were not able to be confirmed. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the sculpt phase of a cataract extraction procedure there was a total loss of aspiration. The handpiece was retested and the procedure was completed. Corneal edema was noted. Additional information was requested and received indicating the corneal edema persists at week three not responding to treatment. The patient has had a decrease in visual acuity and has experienced corneal opacity. Patient's symptoms are continuing.